Manufacturer narrative:
Common device name: system, test, automated antimicrobial susceptibility. Initial reporter e-mailcheck spelling: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
This report is for patient 13 of 33. It was reported that while using the panel phoenix nmic/ID-308 that there was misidentification. The following information was provided by the initial reporter: customer stated there has been 33 patients this issue has affected. M50 would ID as ent. Cloacae even if it is indole pos. It would also sometimes ID as prot. Mirabills or ctirobacter. Customer has been using api 20 to retest whenever they suspect a mis-identification. Customer states e. Coli has been misidentified as e. Cloacae, no ID, and citrobacter sp. For the last 2 weeks

Event description:
This report is for patient 13 of 33. It was reported that while using the panel phoenix nmic/ID-308 that there was misidentification. The following information was provided by the initial reporter: customer stated there has been 33 patients this issue has affected. M50 would ID as ent. Cloacae even if it is indole pos. It would also sometimes ID as prot. Mirabills or ctirobacter. Customer has been using api 20 to retest whenever they suspect a mis-identification. Customer states e. Coli has been misidentified as e. Cloacae, no ID, and citrobacter sp. For the last 2 weeks

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes d9: returned to manufacturer on: 06-mar-2023 h.6. Investigation summary: this complaint is for e. Coli misidentification when using phoenix panel nmic/ID-308 (449282) batch number 2256570. The customer provided isolate returns, lab reports and binary files but did not provide panel returns for the investigation. As part of the investigation, the seven (7) customer returned e. Coli strains for pr#7271502 were received at bd sparks for testing by the ID/ast quality group. The strains were subcultured on to trypticase soy agar plus 5% sheep¿s blood plates (bd material#(B)(4)) and macconkey ii agar plates (bd material #(B)(4)) in preparation for phoenix testing. All strains were run on retention samples of nmic/ID-308 phoenix panels material #(B)(4) batch #2256570 on a phoenix m50 instrument. Two (2) panels were performed for each strain. For a total of fourteen (14) panels tested. During the investigation, customer e. Coli isolate #2 mis identified as citrobacter freundii on the macconkey ii agar plates. Identification confirmation for strain #2 was performed on bruker maldi-tof. Strain #2 was identified as e. Coli via the bruker maldi-tof. All other customer provided strains identified correctly as e. Coli on trypticase soy agar plus 5% sheep¿s blood plates and macconkey ii agar plates. Additional replicates of customer isolate #2 were subcultured on to trypticase soy agar plus 5% sheep¿s blood plates and macconkey ii agar plates. The strains were run on retention samples of nmic/ID-308 phoenix panels batch #2256570 on a phoenix m50 instrument. For a total of eight (8) additional panels tested. During the investigation, customer isolate #2 mis identified as citrobacter freundii on the macconkey ii agar plates on three out of the four replicates. Identification confirmation for all replicates of strain #2 was performed on bruker maldi-tof. Strain #2 was identified as e. Coli via the bruker maldi-tof. Based on the investigation performed, this complaint is confirmed for e. Coli mis ID. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed three additional complaints on complaint batch 2256570, none of which has been confirmed. H3 other text : see h.10.